Event description:
It was reported that the zimmer skin graft mesher was shredding the skin and the skin mesh was rolling up. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.